Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 86 high watt alarms were logged since (B)(6) 2017. Acoustic analysis performed by the site indicated a 3rd harmonic suggesting a thrombus ingestion might have occurred. The patient received lysis therapy after which power decreased to normal levels. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that ventricular assist device (vad) "high watt" alarms were triggered on (B)(6) 2017. Analysis of the controller log files revealed a very small increase in power of 0.1 watts compared to the maximum values over the last 30 days. Initially, the patient did not receive any treatment as there were no obvious signs of hemolysis and third harmonic was not detected through acoustic analysis. The "power alarm" was increased by 0.5 watts. Another "high watt" alarm was triggered on (B)(6) 2017.  Vad power exceeded 12 watts. The patient also had severe hemolysis. Repeat acoustic analysis revealed significant third harmonic, thus confirming the diagnosis of pump thrombosis. The clinical team suspected that a "particle swam into the pump" on (B)(6) 2017 and formed a thrombus over the next few days. Thrombolytic therapy was subsequently administered. Vad power decreased to a normal level and the third harmonic could no longer be measured. Further thrombolytic therapy was administered on (B)(6) 2017 due to recurring signs of thrombosis. Controller log files were sent. No further information has been provided.